Event description:
A customer reported a malfunction with their pump, identified by malf 1 and fault ID 0x279f. There was no adverse impact to the customer's blood glucose level. Technical support (cts) decided to replace the pump and shipped a replacement with updated software. The customer lacked a backup insulin delivery method and planned to consult their healthcare provider.